Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, post implant of bard flat mesh, patient had nerve damage, hernia recurrence, adhesions, pain and suffering, mesh shrinkage and mesh migration thereby underwent repair with mesh explant. The instructions-for-use supplied with the device lists adhesions, pain, hernia recurrence and migration as possible complications. Note, the manufacturing date (15-nov-2009) is considered to be a best estimate. This emdr represents the bard flat mesh (device #2). Additional supplemental emdrs were submitted to represent the bard flat mesh (device #1), ventralex st mesh (device #3) and ventrio st mesh (device #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Per information provided by patient's attorney: on (B)(6) 2010 to present: patient underwent pain management and therapy. On (B)(6) 2010: patient was diagnosed with bilateral inguinal hernia thereby underwent repair with the implant of two bard flat mesh (device #1 & #2). Ni-ni-2014: patient had nerve damage and pain. Ni-ni-2016 to ni-ni-2017: patient had pain and hernia recurrence. On (B)(6) 2016: patient was diagnosed with ventral hernia thereby underwent repair with implant of ventralex st mesh (device #3). On (B)(6) 2017: patient underwent debridement, excision of mesh and repair of hernia. Attorney alleges that the patient had adhesion, hernia recurrence, mesh migration, mesh shrinkage, nerve damage, pain and suffering. It is also alleged that the patient has suffered from chronic pain that limits activities of daily life and mobility.